Manufacturer narrative:
The reported event of high defibrillation impedance was confirmed in the laboratory. A partial lead was returned in one piece. Visual inspection exhibited calcification at the superior vena cava shock coil. The cause of high defibrillation impedance was due to calcification. During analysis, a failure event was observed which was unrelated to the reported event. Internal insulation abrasions breaching the rv cable lumen at 11.5 ¿ 15.7 cm and re cable lumen at 16.2 ¿ 16.6 cm from the distal tip were found between shock coils. The etfe coating was intact at these locations.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high, out of range impedance was noted on the high voltage right ventricular (rv) lead. The rv lead was explanted and replaced. The patient did not experience any adverse consequences.